Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed two years of longevity remaining then reached explant after eleven months. Disk analysis confirmed that the device was exhibiting premature depletion. Device replacement and return for detailed analysis was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information from the device tracking indicated that this device was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed two years of longevity remaining then reached explant after eleven months. Disk analysis confirmed that the device was exhibiting premature depletion. Device replacement and return for detailed analysis was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information from the device tracking indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that no low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed to years of longevity remaining then suddenly reached explant after eleven months. Disk analysis confirmed that the device was exhibiting premature depletion. Device replacement and return for detailed analysis was recommended. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.